Event description:
It was reported that the 9800 system displayed fuzzy images during a case and shut down by itself. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified multiple broken wires in an interconnect cable. Replaced interconnect cable and tested the system. System found to be working as intended and placed back into service.